Manufacturer narrative:
Device mfg date is unavailable at the time of this submission. The suspect ratcheting handle was returned to the manufacturer for evaluation: as reported, the end cap has been broken off and is missing. Otherwise, the instrument retention and ratchet mechanisms are functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. A new handle was sent to the site for issue resolution.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the silver cap from the back of the ratcheting handle broke off, while being used with a mallet. The piece was recovered without any impact to patient outcome.